Event description:
It was reported that 1 bd ultra-fine¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported the pen needle does not attach or fit correctly. Date of event : unknown; samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned a total of 4 used 12.7mm, 29 gauge pen needles. The teardrop labels were not available for lot verification. The pen needles were visually inspected and all were found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the pen needle not attaching as intended. The root cause of the difficulty attaching the pen needles to the insulin pen appears to be inserting the pen needle at an extreme angle. The stresses placed on the non-patient end of the cannula resulted in it bending, causing it to obstruct the insulin pen. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported the pen needle does not attach or fit correctly. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.